Event description:
Patient had an implanted pulmonary artery sensor (cordella - edwards life sciences) on (B)(6) 2026 and afterwards was admitted with acute decompensated heart failure. He's now listed for heart transplantation and developed right abdominal and chest pain found to have a wedge shaped right middle lobe opacification consistent with pulmonary infarct on CT imaging. There was no pulmonary embolus on CT with contrast. Given the timeframe of device implantation and location of pulmonary infarct on the ipsilateral lung as the device, it is thought that this was device related and it was reported to the manufacturer.